Event description:
Customer alleges that patient was going down a slope and allegedly tipped backwards due to there not being any anti-tippers. Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model gvtrsx58, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer confirmed the alleged incident via a phone call: the consumer is a male. The consumer is a single amputee. (B)(6) did not have specific demographics for the consumer. The consumer was going down a slope. The consumer could not confirm if the slope was wheel chair accessible or have the degree of the slope. The consumer allegedly tipped backwards causing him to fall on his head. He sustained a concussion and was taken to the hospital. The consumer was treated and released and is doing better now. The consumer is requesting that invacare cover the cost for the anti-tippers and they would be willing to place them on the wheel chair themselves. She also feels that it is the manufacturer's responsibility to provide communication to the consumers about anti-tippers and their function. I explained that the dealer would be the one to do that. I explained to her that we do sell anti-tippers as an accessory on our wheelchairs. However, an anti-tipper is not a mandatory requirement on every chair. The dealer is the decision maker if the consumer receiving the wheelchair requires an anti-tipper based on their needs. I spoke with legal and we will agree to cover the cost of these ant-tippers and have a dealer come out to install them.